Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no:320550. Batch no: 9344151. Consumer reported injects in stomach and during injection it clogs. Informed of non patient end placement and to complete a flow check. Only injecting a few months did not know steps of injection. Date of event unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no:320550, batch no: 9344151. Consumer reported injects in stomach and during injection it clogs. Informed of non patient end placement and to complete a flow check. Only injecting a few months did not know steps of injection. Date of event unknown.